Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "a blue light emitting from bottom of screen" after the pump was exposed to an extreme temperature. The customer's blood glucose level was 180 mg/dl. Reportedly, the blue light went away on its own once the pump was no longer in extreme temperatures. Customer will continuing using the pump for insulin therapy.